Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high undefined impedance in both configurations, rising thresholds and a polarity switch were noted on the right ventricular (rv) lead. The patient will be monitored quarterly. The lead remains in use. No patient complications have been reported as a result of this event.